Manufacturer narrative:
G4: premarket / 510(k) #: k130391, k163174.

Event description:
It was reported that shaft break occurred. The patient presented with a coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the right coronary artery. A 1.20mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon broke off in the coronary artery. Another 1.20mm x 15mm emerge balloon catheter was advanced; but the balloon also broke off in the coronary artery. The devices were simply removed from the patient in one piece, and an alternate device was then used to complete the procedure. There were no patient complications, and the patient was expected to fully recover. It was further reported that the break occurred while attempting to cross the lesion.

Manufacturer narrative:
G4: premarket / 510(k) #: k163174. Investigation results: device analysis findings: emerge mr, us 1.20mm x 15mm, catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile inspection identified multiple kinks along the hypotube shaft. Multiple kinks were identified along the midshaft with stretching and a break noted in the shaft polymer extrusion, 2.5cm from the port exchange. The distal section from that break was not returned. A microscopic examination of the midshaft was stretched and a break was noted in the shaft polymer extrusion, 2.5cm from the port exchange. The distal section from that break was not returned. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available. A previous device had broken off in the coronary artery where this 1.20x15mm emerge device was advanced and had also broken. Device analysis confirmed the reported event however due to the condition of the returned device a clear conclusion to the break cannot be determined. The break was identified in the shaft polymer extrusion which was stretched and the distal sectioned not returned.

Event description:
It was reported that shaft break occurred. The patient presented with a coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the right coronary artery. A 1.20mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon broke off in the coronary artery. Another 1.20mm x 15mm emerge balloon catheter was advanced; but the balloon also broke off in the coronary artery. The devices were simply removed from the patient in one piece, and an alternate device was then used to complete the procedure. There were no patient complications, and the patient was expected to fully recover. It was further reported that the break occurred while attempting to cross the lesion.

Event description:
It was reported that shaft break occurred. The patient presented with a coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the right coronary artery. A 1.20mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon broke off in the coronary artery. Another 1.20mm x 15mm emerge balloon catheter was advanced; but the balloon also broke off in the coronary artery. The devices were simply removed from the patient in one piece, and an alternate device was then used to complete the procedure. There were no patient complications, and the patient was expected to fully recover.

Manufacturer narrative:
G4: premarket / 510(k) #: k130391, k163174.